Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose.

Event description:
It was reported that while programing a bolus into the pump the customer inadvertently entered 8 units versus 0.8 units. Customer experienced severe hypoglycemia (value not provided) and customer went to the hospital. No additional information was provided regarding the hospital stay or treatment. Customer acknowledged the entry of the incorrect units and acknowledged the use error.

Manufacturer narrative:
Additional information was received on october 25, 2022. Customer's spouse woke up to pump alarms and customer was unresponsive. Emergency personnel were called and customer was administered 10 percent "dex" and customer responded. Blood glucose (bg) was 46 mg/dl. Pump was disconnected from customer and 300 mls of 10 percent "dex" was administered. At the emergency room, customer's bg was 27 mg/dl and 500 mls of 10 percent "dex" was administered over 4 hours. Bg stabilized (128 mg/dl). Customer was discharged on (B)(6) 2022 with no injury. H6: 2418 added.